Event description:
It is reported that the patient underwent an additional procedure due to pain and subluxation.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: the implanted components were found to be compatible. The implant surgical notes indicate that the patient had a varus deformity which required deep release of the mcl. It is noted that the trials and final reductions revealed an excellent range of motion, stability, and restoration of alignment. The revision surgical notes indicate a palpable defect between the vastus medialis and the quadriceps tendon. It is noted that the femoral and tibial components were found to be well positioned. The articular surface was revised from a 14mm to a 16mm due to mild laxity. It is likely that the defect between the vastus medialis and the quadriceps tendon was a contributing factor in the reported subluxation. Evaluation: the investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc considers the investigation closed.